Manufacturer narrative:
Manufacturer's investigation conclusion: the report of report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline a distal end driveline replacement was performed by a tech services representative on 30may2019 on wo 66336. Approximately 18¿ of the external portion/distal end of the driveline was returned. Tape was covering two small holes in the silicone sleeve approximately 9¿ from the controller connector. The tape and silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, approximately 2.5" from the controller connector, in the area of the terminus of the distal end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the red wire were exposed. The insulation breach of the red wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the red wire would have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there were pump stoppages. Log file analysis confirmed the pump stop and the event occurred while the device was connected to the power module. X-rays were reviewed that displayed a potential area of concern internal and the site opted to proceed with an external driveline repair in the event the potential wire damage was external. On (B)(6) 2019, a driveline evaluation and repair was performed 3 inches from the exit site. After the repair, the patient was tethered on a grounded patient cable without issue. An unshielded patient cable was ordered for the patient for further use. No additional information was provided.